Event description:
The customer reported the crossover circuit fault during testing. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation. There was no patient involvement.